Event description:
The manufacturer received information alleging a trilogy evo ventilator inoperative condition occurred. The customer states " the device did not charge when connected to an outlet". There was no harm or injury reported. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.

Manufacturer narrative:
Previously reported by the manufacturer: the manufacturer received information alleging a trilogy evo ventilator inoperative condition occurred. The customer states " the device did not charge when connected to an outlet". There was no harm or injury reported. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete. New information: the device was returned to the manufacturer service center for evaluation. During the evaluation the reported issue was not duplicated during operational checking. The log was reviewed, and no record indicating a failure was confirmed. A functional test was performed to verified that no abnormality occurred at the time of the reported occurrence and the device passed the test. Although the technician assumed a failure may have occurred in the ac power cord, it has been determined that there is no abnormality in this device. Additionally, during the service of the device, the inline proximal filter was replaced due to contamination. Periodic maintenance 2 was performed and the following parts were replaced to prevent failure: air inlet foam filter, particulate filter, muffler assembly. The technician performed final test, battery check, valve check, run in tests and cleaning then confirmed the unit operated properly. The confirmed software version is 1.06.10.00. Box h coding has been updated. The reported failure of [the device did not charge when connected to an outlet] is accommodated in the product risk management file as being linked to hazard with description loss of function/loss of primary function. Complaints for this failure are reviewed via the post market complaint trending and escalation processes to assess for the observed probability levels and compare them with the predicted levels in the risk file for the hazards linked to the failure. As of the date of submission for this report, there is no indication that complaints for the failure in question has led to unacceptable increase in probability levels for the hazardous situations in scope, and therefore no further action will be pursued. Qa continues to monitor complaints for this issue per the cadence in the complaint trending procedures.